Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the returned device passed all functional testing and appeared to be at it's normal end of life with the telemetry being ok and having no output due to being at end of service (eos). Continuation of d10: product ID 978b128 lot# va2ln3q serial# implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient was moving heavy furniture and felt a strong shocking sensation. Device interrogated in the office. Device shut down and reportedly stated therapy has been stopped. The patient had a return of bowel incontinence. Full replacement of lead and ins on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.